Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2018 the balloon port tube had a tiny hole, and when the doctor attempted to inflate the balloon, water squirted out of the hole. The catheter was removed in tact with no missing pieces. No medical intervention was required.

Event description:
It was reported that on 1/4/2018 the balloon port tube had a tiny hole, and when the doctor attempted to inflate the balloon, water squirted out of the hole. The catheter was removed in tact with no missing pieces. No medical intervention was required.

Manufacturer narrative:
Received 1 used bardex foley catheter. The reported event was confirmed as manufacturer related. Per visual inspection, the exterior of the sample was examined and found a hole in the inflation funnel near the valve and cap. This allowed the sample to leak. A potential root cause is a puncture by the valve fingers during the capping process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: additional information.

Manufacturer narrative:
Received 1 used bardex foley catheter. The reported event was confirmed as manufacturer related. Per visual inspection, the exterior of the sample was examined and found a hole in the inflation funnel near the valve and cap. This allowed the sample to leak. A potential root cause is a puncture by the valve fingers during the capping process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that on (B)(6) 2018 the balloon port tube had a tiny hole, and when the doctor attempted to inflate the balloon, water squirted out of the hole. The catheter was removed in tact with no missing pieces. No medical intervention was required.